Event description:
A surgeon reported that three days after a pt had an intraocular lens (iol) implanted, the pt noticed poor vision and glare. During a f/u exam, the surgeon observed glistenings in the iol and posterior capsular opacification. The surgeon reported that the pt had a yag laser capsulotomy two and a half months post iol implantation. Three months later, the surgeon reported the pt was experiencing dysphotopsia and seeing reflections. The lens was then exchanged for a different model iol. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned adhered to the surface of a sample vile. Blood and solution are dried on the lens. One haptic is broken/torn and not returned. The optic is scratched/marked - rejectable. Due to the condition of the returned sample, 'adhered to the surface of a sample vile', the lens is unable to be removed for additional testing without causing significant damage. Root cause: the product investigation could not identify a root cause for the reported complaint. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).